Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that her stimulator hasn't worked for two years (confirmed it was 2015) and says "I want to talk to a doctor to get it taken out". The patient was asked if its depleted, or simply isn't helping her symptoms. The patient answered "I guess it just depleted I don't know and the manufacturing representative (rep) tired jump starting it or whatever well he sent the me directions and I tired those and it never would restart". Patient said they had spoken with the rep about this in 2015, but just on the phone, they never saw them in person to help with jump start. The patient was advised to follow up with healthcare provider (hcp) to see if they can get the stimulator to work. No further complications were reported. No patient symptoms were reported

Manufacturer narrative:
Correction, only problem with product. If information is provided in the future, a supplemental report will be issued.